Event description:
It was reported that during a pyloric valve dilatation procedure for treatment of a gastric outlet obstruction, a balloon puncture occurred. The cre wg 15mm x 18mm balloon dilatation catheter was advanced to the pylorus, however, during an unspecified inflation the balloon was punctured. The balloon was removed and the procedure was completed with anther of the same device. No patient injuries or complications were reported. The patient's status is unknown.